Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that there was air ingress during aspiration of the sheath. A mixture of blood and blood and air was seen during aspiration. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event.